Event description:
It was reported that the patient experienced increased frequency in charging the ipg. Also, ipg was reaching end of life. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced on (B)(6) 2018. Therapy was restored post-operatively.

Manufacturer narrative:
Patient weight: additional information was obtained.